Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient had a head injury due to of the placement of the scalp electrode.

Manufacturer narrative:
H10:the customer disposed of the device therefore device evaluation data is not available . The customer was provided with information on how to avoid tip breakage and what to do if it were to occur. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : device was discarded by the customer.